Event description:
It was reported that the biomed had a arctic sun device that was getting air leak alerts and when they checked the event log it showed alert 01 (patient line open) and 02 (low flow). Device was due for the 2000 hour preventive maintenance and would be came in for service.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had a arctic sun device that was getting air leak alerts and when they checked the event log it showed alert 01 (patient line open) and 02 (low flow). Device was due for the 2000 hour preventive maintenance and would be came in for service.